Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the intraocular lens (iol) implantation surgery, the lens had glistening and opacification and the patient experienced blurred vision. Hence the physician has planned to explant the lens in a secondary procedure.